Event description:
Customer reportedly noted the float within the oxyten flow meter was stuck. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing.